Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device is: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup, there is a syringe connected to the flush port valve. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 5.2 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-aug-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 22-aug-2019. Device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 13-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was high impedance measured. Following the third deployment attempt, cardiac tamponade, pericardial effusion and perforation were identified. Drainage and hemostasis treatment via thoracotomy procedure were performed. The ipg and delivery system were removed and a new pacing device implant procedure will be scheduled. No further patient complications have been reported as a result of this event.